Manufacturer narrative:
Corrected information has been provided in d4 (catalog and serial) major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the femoral vein to support the 66 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the rp flex being placed the patient was supported by an intra-aortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. The other underlying medical history was not shared. After 2 days of support the patient had an observed access site bleed/ooze. The hemoglobin had dropped to 8.9g/dl. There was the contributing factor of anemia per team. After 4 days the pump was weaned and explanted. The patient survived the bleed.